Event description:
It was reported that catheter froze on wire occurred. The target lesion was located in the superficial femoral artery (sfa). After a 0.035"x260cm non-bsc guidewire has cross the lesion, a 5.0x150, 135cm mustang¿ balloon catheter was advanced along the wire. However, the balloon twined around the guidewire. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Returned to MFR. On corrected from 02/26/2015 to 03/02/2015. Device evaluated by MFR: a balloon catheter was received for analysis. No issues were noted with the tip section of the device. There were no issues noted with the profile of the balloon. A visual examination of the returned device confirmed that the balloon was tightly wrapped and had not been subjected to positive pressure. A guidewire was inserted freely without any tangible resistance. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that catheter froze on wire occurred. The target lesion was located in the superficial femoral artery (sfa). After a 0.035"x260cm non-bsc guidewire has cross the lesion, a 5.0x150, 135cm mustang¿ balloon catheter was advanced along the wire. However, the balloon twined around the guidewire. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.